Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient received inappropriate shock due to cautery during a surgery. Upon interrogating the device, possible output circuit damage alert was suspected. Normal charging time was confirmed and the alert was cleared by downloading firmware code. The patient was being monitored normally.